Event description:
Same case as MFR#: 2134265-2011-03787. It was reported that during a stenting treatment procedure, a vessel dissection and patient complications occurred. Prior to the procedure and during the case, the patient was administered heparin. The 85% stenosed target lesion was located in the heavily calcified and mildly tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm apex balloon. Then a 2.25x20mm apex balloon was advanced and during the second inflation a dissection was observed. A 2.25x16mm ion stent delivery system (sds) was advanced to cover the dissection. The stent was deployed at nominal pressure in the proximal lad . The stent was well positioned and fully apposed. Also, a 2.25x23mm non-bsc stent was deployed proximal and overlapping the first placed stent. Timi 3 flow was established, however the proximal end of the non-bsc stent was near the ostium of the lad and there was a high diagonal that was compromised. A 2.5x15mm nc apex balloon catheter was advanced for post dilatation but it did not cross the lesion. The physician used an unknown balloon to open the cell of the non-bsc stent. As the diagonal was opened, it appeared that the flow in the lad was slowing down. It did not stop, but a clot was forming near the proximal stent and the physician issued integrilin. The patient coded and was shocked 5 times. CPR was performed and a balloon pump was placed. The vessel was opened and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).